Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error. Customer previously had issues with the buttons not responding. Customer's blood glucose was 290 mg/dl. Customer's mother didn't recall any significant event which may have cause the device to alarm. However, the customer had told her he was active and was perspiring. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.